Manufacturer narrative:
It was reported that the plunger is "becoming disconnected from the syringe upon pulling back when obtaining blood from patient's port/PICC". No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the plunger is "becoming disconnected from the syringe upon pulling back when obtaining blood from patient's port/PICC".

Manufacturer narrative:
Update to h6: type of investigation. Update to h6: investigation conclusions.